Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report#s 1627487-2012-00113 and 1627487-2012-00114. It was reported the patient's (B)(6) stimulation has changed. Efforts to resolve this matter via reprogramming resulted in uncomfortable stimulation for the pt. An x-ray was taken which revealed lead migration. Surgical intervention will be undertaken at a later date to address this issue.